Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and mildly calcified lesion located in the mid obtuse marginal with 80- 90% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the devices. Excessive force was not used. It was reported that after pre dilation the stent was sent to the lesion but failed to pass through the lesion and was removed. When the device was inspected stent struts were raised. The procedure was completed using a non-medtronic device. No patient injury was reported. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.